Manufacturer narrative:
The insulin pump was received with unresponsive act button d due to corroded keypad trace. The insulin pump was monitored and had no flashing screen anomaly noted. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or able verify vibration anomaly, no delivery alarm due to button keypad anomaly. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump somethings ceases delivery and sometimes flashes. The mother also mentioned that the act button does not work. The patient's blood glucose at the time of incident was 111 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The mother also mentioned that the vibration feature stopped working a month ago. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.